Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of eight for this event. Manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows eight encor probe packaged boxes, crack was noted in all eight packages. Based on the photo review, the investigation is confirmed for the reported tear, rip or hole in device packaging (crack and sterile breach on package), as the crack was noted in all the packages. A definitive root cause for the alleged breach of sterile barrier could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2022).

Event description:
It was reported that prior to a biopsy procedure, the device package was allegedly damaged. There was no patient contact.